Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed. That during, the device inspection. The tracheal intubation fiberscope exhibited the connecting tube had coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the coating peeled off due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.